Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with colpopexy; due to severe rectocele, sui, and menorrhagia. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, fistulae, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010. It was reported that the patient underwent incision and drainage of perirectal abscess on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03321. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and pelvic floor repair mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent surgisis graft placement and mesh revision on (B)(6) 2010 due to recurrent exposure with vaginitis. (B)(4).